Event description:
Additional info from the physician reports the pt had experienced a myocardial infarction in 2004. The right coronary artery (rca) was stented on that date along with cardiac catheterization on the left anterior descending (lad), marginal 1, and circumflex (cx) arteries. Four days later, the right femoral artery had been used for vascular access. The lad was rotablated and predilated with a 2.5 x 15 mm quantum maverick balloon. It was the second stent implanted into the lad that was met with withdrawal resistance. The stent had been inflated to 16 atm for 13 seconds and then deflated. Final angiography showed wide patency of the stented segment without evidence of stent disruption/dissection. Post procedure stenosis was noted as 0%. During the procedure the pt was given fentanyl, versed, heparin, integrilin, metoprolol, and nitroglycerin. Following the procedure the pt was started on a regimen of plavix, integrilin, asa, and eptifibatide.

Event description:
Additional info received indicates the pt presented with progressive angina limiting activity. The pt had undergone an excercise tolerance test (ett) along with a 99mtc-methoxyisobutyl iso nitril (mibi) test on an outpatient basis which showed ischemic electrocardiogram (EKG) changes at 1 minute, 30 seconds. The dates of these tests are unknown. There was a large and severe reversible defect in the inferior, infero-lateral, and anterolateral walls. There was also a small antero-apical reversible defect with corresponding hypokinesis. A vessel dissection occurred during the stenting of the om1 in 2004 from the guide wire deep-seating as the physician was having difficulty removing the stent; it was sticking to the balloon. The pt later developed respiratory distress which was first thought to be non-cardiogenic pulmonary edema. It is now thought to have been a contrast reaction which eventually required pt intubation and iabp (intra aortic balloon pump) placement. The distal vessel was unable to be stented and the timi 3 (thrombolysis and myocardial infarction) flow was maintained by prolonged balloon inflation at the site of the distal dissection. The pt was then transferred to the critical care unit (ccu). The pt had complications including sepsis, intracranial hemorrhage, and acineto bacter pneumonia. The pt was also having difficulty being weaned from the mechanical ventilation. A transthoracic echocardiogram (tte) was performed which showed the pt had an ejection fraction (ef) of approximately 40% and mild mitral valve regurgitation. The pt was extubated but later had chest pain and EKG changes indicative of another myocardial infarction. Repeat catheterization showed the 0m1 was 100% occluded. It was determined that the vessel could not be re-opened and stented. The pt then developed pulmonary edema and respiratory failure which required re-intubation. Following the mi, the pt was dobutamine dependent and an attempt to wean the pt from the ventilator was thought to result in pulmonary edema. A pet study performed did not demonstrate viability in the lcx territory. A tee (tran esophageal echocardiogram) was done and demonstrated severe mitral valve regurgitation with tethering of the posterior leaflet. It was felt the pt would not survive without a mitral valve replacement and so a surgical consult was made for a mitral valve repair. A mvr (mitral valve replacement) was performed but it was difficult to wean the pt from the cardiopulmonary bypass machine, therefore, the chest was not closed. An iabp was placed again but a vt/vf (ventricular tachycardia/ventricular fibrillation) arrest occurred post-operatively. The pt was initially resuscitated but required high dose pressors. An oliguric renal failure and ards- (adult respiratory distress syndrome) like picture developed. The pt was assigned a dnr status (do not resuscitate) by the family. The pt expired four days following the mvr. The physician believes it is not possible to determine any specific event in this pt's clinical course which led to the pt's unfortunate death.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion was located in the mid left anterior descending artery and was described as non tortuous, highly calcified, and 90% stenosed. The vessel had been pre dilated with a 2.5 balloon (unk length) to 16 atms following a rotoblater procedure. Two stents had been implanted. The proximal stent, a taxus express2 3.0 x 16mm drug eluting stent, had withdrawal resistance issues. After the balloon had been deflated it was sticking to the stent. The balloon was reinflated then slowly deflated and pulled on but was unable to be removed. A 7 fr xb 3.5 cordis guide catheter was inserted and deep seated to the proximal end of the proximal stent. The devices were then removed as a unit after approximately 30 minutes of these maneuvers. There were no reported pt complications.